Event description:
A surgeon reported that the ent software froze at the registration screen. No impact on pt outcome was reported.

Manufacturer narrative:
Pt identifier and weight were unk at the time of this report. The software has not been evaluated as of the date of this report.